Manufacturer narrative:
The reported event of low battery was confirmed. As received, analysis of the returned device found that it communicated with all lab utilities and displayed low battery message error. It accepted charge normally and was fully charged. It passed functional testing and longevity requirement. The cause of the reported event is more likely due lack of charge (45 days or more without charge at receipt time).

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient's ipg displayed a low battery message. As a result, surgical intervention was undertaken during which the ipg was explanted and replaced.